Event description:
The doctor noticed haptic was broken after the iol was inserted into the patient's eye. The incision was enlarged to remove and replace the lens, and sutures were used to close the wound.

Manufacturer narrative:
See MDR 1920664-2010-00143 for the delivery device used with this intraocular lens.